Manufacturer narrative:
Philips service replaced the network switch (24-port 10/100mb ethernet switch jfs524) and cables; system returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent geoipc communication failure caused geometry issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.